Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically fractured due to a cut. The exposed right ventricular (rv) defibrillation coil became extrinsically fractured due to a cut. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted that the rv exposed coil was cut at 59.3 centimeters (cm) and the outer insulation was cut down to the distal conductor which was distorted (at same location), no helix testing possible. There was a stylet inside the lead, which was stuck due the distal distortion at 59.3 cm.

Event description:
It was reported that during the implant procedure, the helix on the right ventricular lead would not extend. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.